Event description:
It was reported by the surgeon that the patient underwent a primary procedure on (B)(6) 2003 and subsequently was revised in (B)(6) 2012 due to an infection.

Manufacturer narrative:
The patient underwent a successful revision of a custom distal femur replacement. The original implant (bme 10223) was removed on (B)(6) 2011 and replaced with a distal femoral replacement spacer as the first stage of the infection treatment. On (B)(6) 2012 a letter was received by stanmore implants requesting for the spacer to be re-manufactured as the surgeon wished to repeat the first-stage treatment. This treatment was completed in 2012. The second stage of the two stage infection treatment was completed in (B)(6) 2013 when bme 17516 was implanted. There is no indication at this time that the reported infection is attributed to the device. Infection is a procedure-related aspect of arthroplasty with sometimes additional patient-related risk factors for infection. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. This complaint is being closed, and is being tracked and trended. Corrected data: the date of the event was corrected from (B)(6) 2012 to (B)(6) 2012. Common device name/product code was corrected from "custom distal femur" to "limb salvage system/kro".

Event description:
It was reported by the surgeon that the patient underwent a primary procedure on (B)(6) 2003 and subsequently was revised in (B)(6) 2012 due to an infection. This is a supplemental report to 3004105610-2014-00062 (siw-12-536).

Manufacturer narrative:
A review of the device history was performed and no non-conformances were identified. X-rays were supplied and a review conducted. No implant failure can be observed. Current information is insufficient to permit a conclusion as to the cause of the reported event. Requests are being made for additional information and a supplemental report will be provided if this information is received. Please not that this custom implant is similar to the mets modular distal femur (k121029).